Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician tried injecting the onyx after filling the marathon lumen with .23 cc dmso, however, after injecting about .1cc in 1 minute, strong resistance was felt. As there was a risk the microcatheter would burst inside the vessel if stronger injection pressure was applied, the onyx was remove from the patient's body with the marathon. The onyx and marathon were then replaced and the procedure completed safely. The surgical time was extended by less than 30 minutes. The patient was undergoing embolization surgery for treatment of a cerebral arteriovenous malformation. It was noted that the patient's vessel diameter was slightly small and the tortuosity was medium. The devices were prepared as indicated per the IFU, with the onyx stirred in the mixer for over 20 minutes and put in the accessory syringe for 1cc. Ancillary devices include a marathon microcatheter and a nudus feeder.

Manufacturer narrative:
Event is not reportable as the risk of si for premature onyx solidification is remote. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.